Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2013-13552, 1627487-2013-13553 and 1627487-2013-13554. The patient has two leads from different lot numbers and two extensions from the same lot number, reporting on all. It was reported the patient was experiencing persistant pain at the lead extension site. The patient's stimulation was turned off, but the patient still felt the discomfort. It was also reported an impedance check using both the sjm representative's and the patient's rapid programmers, "0 ohms" displayed across all contacts. It was noted the patient still had stimulation, but the impedance value displayed as zero.